Event description:
It was reported that a small volume folfusor overinfused; intended to run over 46 hours, however the infusion finished after 24 hours. This was observed during patient infusion. The device was filled with 5-fluorouracil 4450mg 2.5ml/hr 130ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 01, 2021 - december 02, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.